Event description:
It was reported that balloon rupture occurred. The target lesion was located in the intra stent cephalic arch. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.